Manufacturer narrative:
Concomitant medical products: dtmb1d4 crtd, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also reported that the right atrial (ra) lead had low p-waves. The crtd was explanted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.